Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) for two patient samples. The medwatches involved in this event include patient identifiers (B)(4) for patient a and (B)(4) for patient b. Patient a initial result was 5.1 inr and the repeat result using a new finger was 3.5 inr. Within seven hours, the patient was sent to a laboratory and the result was using dade innovin reagent was 2.8 inr. There was no allegation of an adverse event. The patient had been holding their coumadin dose and had been on an antibiotic. The therapeutic range was 2.0-3.0 inr. The patient had no hematocrit issues, no direct thrombin inhibitors, no heparin therapy, no antiphospholipid antibodies, no lupus, no diet changes, no new illnesses, no new medications, and no bleeding or bruising. The suspect meter and strips were requested to be returned for investigation, but the strips were not available to be to be returned. The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.4 inr; donor 2 inr: 2.6 inr. Donor 1 hct: 38%; donor 2 hct: 42%. Testing results: donor 1: retention meter with masterlot strips: 2.5 inr; customer meter with masterlot strips: 2.5 inr. Donor 2: retention meter with masterlot strips: 2.6 inr; customer meter with masterlot strips: 2.6 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The results of 5.1 and 3.5 inr alleged by the customer were not observed in the meter¿s result memory. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.